Manufacturer narrative:
Adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patient- 122, gender- female (male- 44; female- 78), age (mean age)- 43.04 years procedure involved: corpectomy, posterior spinal fusion (psf), oblique lumbar interbody fusion (olif), kyphoplasty, posterior lumbar interbody fusion (plif), transforaminal lumbar interbody fusion (tlif). A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study for the intervertebral pure titanium coated (ptc) polyetheretherketone (peek) cages of the capstone spinal system (hereafter referred to as capstone-ptc). The clinical data summarized in this report were extracted for analysis on march 17, 2020. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. As per this clinical evaluation report, it was reported that a total of 122 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of capstone-ptc. Based on the charted diagnoses, patients were stratified into one of five evidence groups for analysis: degenerative disease (n = 95), deformity (n = 14), trauma (n = 4), failed fusion (n = 8), and pediatric deformity (n = 1). Post-op, of the 95 patients in the degenerative disease group, 51 patients had radiographic notes specifying fusion status, and successful fusion was noted for 45 patients. Of the 14 patients in the deformity group, 04 patients had radiographic notes specifying fusion status, and successful fusion was noted for 03 patients. Of the 4 patients in the trauma group, 2 had radiographic notes specifying fusion status in at least one of the follow-up timepoints. Successful fusion was noted for 1 of the 2 patients at the last available fusion status. Of the 8 patients in the failed fusion group, 4 had radiographic notes specifying fusion status in at least one of the follow-up timepoints. Successful fusion was noted for 3 of the 4 patients at the last available fusion status. And specifying fusion status were not available for the patient (n = 1) in the pediatric deformity group. In the degenerative disease group, 21 of 95 patients were recorded as having an ae. In total, 70 aes were recorded across 35 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": serious adverse events: cerebrospinal fluid leak (1), dural tear (2), epidural hematoma (2), and osteomyelitis (1) are known risks associated with spinal fusion surgery. Events related to spine fusion surgery: adjacent segment changes (3), lumbar degeneration (1), new or worsening pain (5), and pseudarthrosis (2). Revision surgery: 6 patients are reported as having a revision surgery. Causes for the revision surgeries are as follows: displaced bone graft (1), dural tear & epidural hematoma (1), epidural hematoma (1), hardware failure-pedicle screw & pseudarthrosis (1), hardware loosening- iliac screw (1), osteomyelitis (1). Events related to continued lumbar/lower extremity pain/discomfort: general back pain (1), lower back pain (4), lower extremity cellulitis (1), lower extremity pain (2), lower extremity paresthesia (1), lower extremity radiculopathy (2), and trochanteric bursitis (1). Events related to general surgery: deep surgical wound infection (3), surgical wound dehiscence (3), surgical wound incision and drainage (1), surgical wound infection (1). Other aes that may be related to general surgery and/or spine surgery: falls (8), urinary incontinence (1), and weakness (1). In the deformity group, 5 of 14 patients were recorded as having an ae. In total, 24 aes were recorded across 18 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": serious adverse events: discitis (1), and epidural hematoma (1). Events related to spine fusion surgery: adjacent segment changes (1), and pseudarthrosis (1). Revision surgery: 3 patients were reported as having a revision surgery. Causes for the revision surgeries are as follows: discitis (1), epidural hematoma & adjacent segment changes (1), and trauma-induced dislodged hardware (1). Events related to continued lumbar/lower extremity pain/discomfort: lower back pain (3) and lower extremity swelling (1). Events related to general surgery: infection (1). Other aes that may be related to general surgery and/or spine surgery: constipation (1), falls (1), and urinary incontinence (1). In the trauma group, all 4 patients were recorded as having an ae. In total, 8 aes were recorded across 8 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": events related to continued lumbar/lower extremity pain/discomfort: pain (general) (1). Events related to general surgery: surgical wound dehiscence (1), surgical wound drainage (1), and surgical wound incision and drainage (1). Other aes that may be related to general surgery and/or spine surgery: falls (1). In the failed fusion group, 3 of 8 patients were recorded as having an ae. In total, 10 aes were recorded across 10 different types of aes. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": events related to spine fusion surgery: new or worsening pain (1). Revision surgery: 1 patient is recorded has having a revision surgery. The cause of this revision surgery was due to displaced posterior rod/screw fixation implants. Events related to continued lumbar/lower extremity pain/discomfort: back pain (general) (1), lower back pain (1), and lower extremity radiculopathy (1). Events related to general surgery: surgical wound incision and drainage (1), and surgical wound infection (1). Other aes that may be related to general surgery and/or spine surgery: falls (1). In the pediatric deformity group, the patient (n = 1) was recorded as having 1 ae. A surgical wound infection (1) was recorded. Overall, the results from this retrospective observational study indicate that capstone-ptc is safe and effective when used as intended. No new or emerging risks were identified.